Manufacturer narrative:
Device received with critical pump error and compromised forced sensor system due to moisture damage to force sensor. Unable to verify failed battery test due to critical pump error. Device received with corroded electronic assemblies, corroded battery tube and corroded motor home switch. Device received with minor scratches on case and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error. The customer¿s blood glucose was 80 mg/dl. The customer was unable to read in sunlight. Troubleshooting steps was done for critical pump error. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.